Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence after closing the cuff, which led to the discovery of an erosion. A surgical procedure was performed, during which the existing aus was removed. A new aus was implanted at a later date. No further patient complications were reported.

Manufacturer narrative:
D6b is an approximate date based off information that the device was explanted (B)(6) 2024.